Manufacturer narrative:
Concomitant medical products: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6)2017.explanted:(B)(6) 2022.product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: 11-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was implanted with a medtronic paddle lead and boston scientific ins. The patient had a large granuloma growth outside the paddle placement incision. Upon explantation, the granuloma was also found growing along the dura. After removing the granuloma, they explanted the boston scientific ins and discovered an infection in the stimulator pocket. The granuloma appears to have been completely removed yesterday along with the medtronic paddle lead and boston scientific ins. There were no plans to reimplant anything.